Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and heavily tortuous anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy likely resulted in compromising the balloon material; thus second inflation resulted in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, heavily tortuous left anterior descending coronary artery. A 4x8mm nc trek balloon dilatation catheter (bdc) was advanced while experiencing resistance with the anatomy, and the balloon ruptured during the second inflation. A 4x8mm non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.